Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window and cracked reservoir tube lip also noted.

Event description:
Customer reported that he received an alarm on the insulin pump. The blood glucose reading was 130mg/dl. Customer also states the insulin pump had a protruded drive support cap. Nothing further reported.